Manufacturer narrative:
Unique device identifier (UDI) :(B)(4). The valve was returned for evaluation: failure analysis - the valve was visually inspected; the needle guard was raised. The valve passed the test for programming, flushed, leak, occlusion, siphon guard and pressure. The possible root cause for the issue reported by the customer is probably due to wrong handling of the valve as noted in the IFU : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway, at the time of the investigation no occlusion was noted.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a shunt valve occlusion of a certas plus valve. The valve was implanted in the patient via a lumbar peritoneal shunt. The implant date and initial setting was unknown. After a patient reportedly fell, their symptoms became worse and the patient presented to the hospital. No details were provided on what symptoms became worse. A head CT was performed, and the patient had cerebral ventricular enlargement. The shunt valve setting was changed from 2 to 1 without an improvement noted in the patient¿s symptoms. A contrast study was performed, and it was noted there was no flow from the distal end of the abdominal catheter. When the reservoir was pushed flow was observed. The physician suspected valve occlusion. The valve was replaced with a new valve on (B)(6) 2020. The patient continues following-up with the physician.